Manufacturer narrative:
A1 to a5: patient information was not provided. H11: through follow-up communication, livanova learned that the user did not try to change the pump nor to restart the console, and decided to perform hand-crank for almost 80 minutes. Moreover, customer reported that the venous clamp and the electronic gas blender used during the procedure intermittently disappeared from the essenz cockpit display. Livanova tssi representative inspected the involved pump. The roller pump was connected to a specific port of the ep pack console and was found to intermittently appearing on the cockpit, and after a while it completely disconnected. A different pump was connected to the same port for comparison and found to be working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a roller pump assembled onto essenz heart-lung machine (hlm) which suddenly stopped during procedure, followed by multiple alarms. Customer performed hand-crack and concluded the case without any further issue. After the end of the procedure, the unit was manually checked and the arterial pump was found properly functioning. There was no patient injury.